Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios 26.1.

Event description:
It was reported intermittent occlusion alarms occurred back to back without the customer being able to resolve despite changing supplies. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. The customer continued to use the pump for insulin therapy with a backup plan if necessary.